Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving dilaudid 4mg/ml; 2.6542 mg/day and bupivacaine 20 mg/ml; 13.271 mg/day via an implantable pump. Indication for use was non-malignant pain and other non-malignant pain. The patient¿s weight was asked, but was unknown. The date of the event was approximately (B)(6) 2017. It was reported the patient presented to the emergency room (ER) two weeks prior with symptoms of withdrawal, then again last week in the pain clinic with similar symptoms. There was pump underdosing concern. The pump was interrogated twice by the physician. According to the physician both interrogations showed no problems with the pump. The patient had been an advocate for pumps in the past but was happy to change the pump out before the end of service. The patient was given oral opioids. The pump was replaced (B)(6) 2017 and was returned to the manufacturer. There were no environmental/external/patient factors that may have led or contributed to the issue. The cause of the withdrawal symptoms was not determined. The issue was resolved and patient status was alive - no injury. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the pump found pump motor and gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to shaft-bearing. Eval code - conclusion code ¿ is being updated for this event. Eval code - result code no longer applies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.